Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient developed an infection over the implant site. The patient was treated with antibiotics (type not reported) but this did not alleviate the problem. The patient underwent a wound exploration and subsequently the device was explanted (date not reported) and the patient was reimplanted in the contralateral ear with another manufacturer's device.